Event description:
At about 1 year and 5 months after the primary surgery, the patient came in reporting instability and the cause is unknown. The surgeon revised the insert (10mm) with a thicker one (14mm) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 08-feb-2023. Lot 2012702: 125 items manufactured and released on 28-jan-2021. Expiration date: 2026-01-11. No anomalies found related to the problem. To date, 123 items of the same lot have been sold with no similar reported case during the period of the review.